Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the user found the luer hub detached from the extension line of the distal lumen while in use on a patient. The catheter was replaced with a new one. No health injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. Visual examination revealed the distal luer hub was separated from the distal extension line. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. Signs of use in the form of dried blood were present on the extension lines. The length of the catheter body measured 223mm which is within specifications of 207-227mm per catheter product drawing. The length of the distal extension line form juncture hub to point of separation measured 82mm which is not within specifications of 78.9-79.1mm per catheter product drawing. This is additional evidence that the tension line underwent undue force as it appears to be stretched. The outer diameter of the distal extension line measured 2.17mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.4732 which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal, medial 1, and medial 2 luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit warns the user, "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The separation points were jagged, indicated undue force. The extension line did not meet all relevant dimensional requirements further indicating it had undergone undue force. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user found the luer hub detached from the extension line of the distal lumen while in use on a patient. The catheter was replaced with a new one. No health injury was reported.